Event description:
Procedure type: cosmetic. According to the reporter: the customer reports that the patient was hospitalized in the dermatology unit in (B)(6). She was suffering from urticaria since (B)(6) 2011, after the device has been applied. Since her arrival in the hospital, she was treated with corticosteroid and anti-histamine. The urticaria first diminished with the medication, but came back when the treatment was stopped. As of today, the patient is still at the hospital, under treatment. The device has not been removed.

Manufacturer narrative:
(B)(4).